Event description:
Ethicon endopath ets-flex 45 not working properly. Stapler deployed and would not complete the cut. Second stapler opened and non working. (Different lot numbers t93y1a and t9431c). FDA safety report ID# (B)(4).